Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated on (B)(6) 2020 to the flanks and has developed paradoxical hyperplasia.

Manufacturer narrative:
Additional data: a4 a6(black or african american) b3 b5. Changed data: d1 d3 d4 d8 d9 g1 g4 h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks on (B)(6) 2020 using the cooladvantage system applicators, who developed paradoxical hyperplasia (ph) after treatment.